Event description:
It was reported that they sent the complaints details in with the returned device after a gastroplasty procedure. There is no information regarding how the procedure was completed.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.43 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic regurgitation and perivalvular leak, secondary to endocarditis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the (B)(4) device was received the articulation mechanism damaged and with the closure ring extended from the flex neck due to an insufficient closure ring crimp. The device was received without a reload present. Upon further inspection, it was noted that the wedge insert was detached. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the articulation rack and the articulation gear teeth were found damaged. In addition, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. No conclusion could be reached on why the closure ring crimp was insufficient. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.